Event description:
It was reported that balloon leak occurred. The target lesion was located in the renal artery. After a non bsc guidewire was passed through a 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, it was noted that the pressure could not increase after reaching 4-5 mp. It was suspected that that device could be damaged. The balloon was removed from the patients body and tested with normal saline and found a broken hole. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.